Manufacturer narrative:
Date of event: approximated as it is unknown.

Event description:
It was reported via social media that the patient had a transient ischemic attack (tia) and a heart attack. The patient underwent a left atrial appendage (laa) closure procedure. A watchman laa closure device was implanted. It was reported on (B)(6) that four days post procedure the patient had a "small" heart attack and a tia.